Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2017 with the following findings: during investigation, the cartridge compartment was damaged at the threads. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the cartridge compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.